Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. E1 - address 1: (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e848 in the image at power on (unable to perform white balance), slight scratch on the surface of the inserted tube and a slight defect on the surface of the light guide hose. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that a component failure of the universal cable and a poor light guide hose led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the rigid video scope had no image. The issue occurred during preparation/prior to sedation for a therapeutic procedure (cholecystectomy). There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.